Manufacturer narrative:
Updated fields: d10, g2, g4, g7, h2, h3, h6, h10. Unique device identification (UDI) #: (B)(4). The directlink module was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the direct link would not resume after an emergency craniotomy procedure. Sales representative narrative: ¿all efforts to resume after transport to picu were not successful by many staff, including the picu educator and super user. I was called and we reviewed all steps. She even tried different pressure boxes and a transport monitor. She also replaced all the cables which did not work. The direct link was calibrated to the phillips and then could not be resumed. The amber light would flash but not go green. During this time the monitor read 350. Residents played with it several times and disconnected and reconnected it. Then they pulled pressure box out and back in again and even blew on the connections/pins of the sensor. Then it started working for some unknown reason.¿ date of incident: (B)(6) 2019.